Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information provided. The samples for this event were not returned for evaluation. This is the first complaint reported for this finished good lot. Review of the device history record indicates the order was built to specification. All fiber optic light guide products are 100% visually inspected during the manufacturing process. Without a sample, visual and functional testing cannot be conducted. The root cause of the customer's complaint is unknown; a sample was not returned for investigation. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported the proximal shaft of a probe was too tight and this caused the port of the trocar cannula to dislodge from the eye during removal of the probe. The vitreoretinal procedure was completed using the same probe. There was no patient harm. Additional information and product sample were requested.